Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A46113) inserted for female sterilisation. The patient's medical history included cholecystitis in (B)(6) 2016, anemia in 2012, deep vein thrombosis in 2008, blood transfusion, varicella, endometriosis, heavy menstrual bleeding, corpus luteum cyst, menorrhagia, ovarian cyst and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2012 and essure removal date of service: (B)(6) 2016 and date of dictation: (B)(6) 2016 per mr concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received: " previously reported event medical device removal replaced with severe pelvic pain." Reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. A46113-not valid) inserted for female sterilisation. The patient's medical history included cholecystitis in (B)(6) 2016, anemia in 2012, deep vein thrombosis in 2008, blood transfusion, varicella, endometriosis, heavy menstrual bleeding, corpus luteum cyst, menorrhagia, ovarian cyst and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2012 and essure removal date of service: (B)(6) 2016 and date of dictation: (B)(6) 2016 per mr. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: pelvic pain. Lot number a46113-not valid. Most recent follow-up information incorporated above includes: on 5-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Case category updated to serious incident. Event injury nos updated to medical device removal. Date of essure insertion and removal added. Date of birth of plaintiff added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.